Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, foreign objects on the air/water nozzle and a burned c-cover were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Regarding the burned c-cover, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.